Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The drive support disk was inspected and no anomaly was noted. The device had a cracked reservoir tube and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and then motor position encoder error alarm. The blood glucose at the time of the incident was 7.4 mmol/l. The customer stated that the drive support cap was indented. Troubleshooting was not able to resolve the issue. The device was returned for analysis.